Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 41 mmol/l (738 mg/dl) while wearing the pod for between 25 and 36 hours. Symptoms reported include fatigue, blurred vision and dry mouth. When removed from the infusion site (leg), the pod's cannula was found dislodged and leaking. The patient was placed on a sliding scale and treated with insulin. The pod was removed and discarded at the hospital. The patient was released after approximately 7 hours.